Event description:
It was reported that an ilet user experienced hyperglycemia after breakfast when their continuous glucose monitor (cgm) was not yet paired and the meal was not announced, leading to a highest reported blood glucose of 483 mg/dl. The caregiver entered a fingerstick value to enable continued insulin delivery and confirmed flow through the cd steel infusion set, after which insulin delivery resumed and glucose trended down back into range following a full change of components. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to failure to follow instructions for meal announcement and cgm pairing, with user interface and procedure factors contributing. It was concluded, based on previously established findings for similar reports, that the cause was improper or incorrect use.